Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that there were no defects on the subject device. The exact cause could not be conclusively determined. However, based on the past similar cases, there is a possibility that the subject device did not output due to insufficient connection. Also, there is a possibility that the doctor felt that the subject device could not output due to the contact condition between the tissue and the tip of the forceps. The instruction manual of the device has already warned as follows; apply the current while pulling the tissue. Otherwise it could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
During an unspecified hemostasis, the subject device was used. During the procedure, the doctor used the subject device to stop bleeding of the patient, but the subject device did not activate output and could not stop bleeding. The procedure was completed with another device. There was no patient injury reported.